Manufacturer narrative:
(B)(4)

Event description:
New information received states the lead was capped and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device checkup non-sustained lead noise was observed. Patient was asymptomatic. Review of the episodes showed intermittent ventricular oversensing. Externalized conductors were noted under x-ray. Programming changes were recommended. At subsequent follow-up, no further nsln were observed and measurements were fine. The patient will continue to be monitored.